Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a vaginal hysterectomy procedure, enseal x1 locked in the closed position on tissue and the jaws had to be forced open manually to get off tissue. Tissue grasped was thick. A new device was used to finish procedure. There were no adverse consequences for the patient.